Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced an unknown blood glucose over 250 mg/dl without symptoms associated with an inaccurate delivery issue. The reporter stated that the patient felt they were not getting the correct dose of insulin. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.